Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: one unit was received for evaluation. Visual inspection of the returned unit confirmed foreign matter embedded into the syringe. The foreign was identified as over-processed polypropylene. A complaint history check revealed no similar incidents for reported lot number 6354811. Conclusion: bd was able to confirmed the customer's indicated failure mode based on the provided sample. The foreign was determined to have likely been introduced during the manufacturing/molding process. UDI#: (B)(4).

Event description:
The 20 ml bd syringe with bd luer-lok¿ tip was in the sealed packaging when it was observed there was significant discoloration. There appears to be particulate matter on both the syringe tip and also down by the flanges of the barrel.